Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter had a power issue - meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2016. The patient denied taking any medications to manage his diabetes and denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient claimed that immediately, after the alleged power issue began he developed symptoms of "shaking." The patient denied that he received any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used. There was no misuse of the product and after the patient was educated on the auto shut off the issue remained unresolved. Based on the information provided, the meters battery needed to be replaced. The patient did not have a replacement battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.